Manufacturer narrative:
H3: product analysis found that could not verify smoking / popping. However drill was noisy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, device overheating and produced smoke. No patient involvement.

Manufacturer narrative:
B5: additional information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information states that overheating was noticed when it was used less than one minute. Procedure was completed with backup device. Surgeon use speed with mode variable control by footswitch and speed set up 52,000rpm. Therefore, they started for speed less than 52,000 rpm in 1 minute first in forward mode. 30cc per minute irrigation being used during the case.